Event description:
It was reported that post-paced t-wave oversensing was observed during a capture test. Patient was asymptomatic. Recommended programming changes will be made at next scheduled follow-up.